Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 3.00 x 20mm synergy ii drug-eluting stent was selected for treatment. However, the device would not deliver over a non-bsc guide wire and when the stent came back through a 6f non-bsc guide catheter, a stent strut lifted was noticed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.00 x 20 mm stent delivery system. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A 0.014" guidewire was loaded through the distal end of the tip without issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 3.00 x 20mm synergy ii drug-eluting stent was selected for treatment. However, the device would not deliver over a non-bsc guide wire and when the stent came back through a 6f non-bsc guide catheter, a stent strut lifted was noticed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.